Manufacturer narrative:
The customer¿s report that a bag of the drug insulin had emptied within 74 minutes into a patient could not be definitively confirmed as reported. The log analysis found the infusion of insulin ran for duration of 1 hour and 11 minutes before alarming for air in line (ail). Three minutes prior to the ail alarm a user increased the rate from 7ml/h to 7.1ml/h. The total volume infused was recorded at 8.269ml. The actual bag volume could not be ascertained from the event log. The bag and disposable were not returned for investigation. Visual inspection of the pump module found the instrument seal broken. The tamper detecting torque sealing on the mechanism assembly was compromised. Two upper right screws for the securing of the mechanism frame to the bezel were found loose with a gap present between the mechanism frame and the bezel bosses. A screw for the securing of the torque finger housing and the gear box was also loose. One of the screws for securing of the logic board was an un-approved screw. A crack was in the lower door hinge shroud of the bezel. The rear case appeared to be fracturing on the upper right and top of the case. The bezel had a crack at the top that ran up to the upper pressure sensor; it is not believed the crack in the bezel contributed to the customer¿s incident. Testing found the source pump module to intermittently fail the rate accuracy test with the result being outside the lower end of the specification. The pump module passed the 1 hour duration testing at the incident rate with no anomalies observed during the testing. Tightening of the loose screws improved and stabilized the pump module¿s rate accuracy and resolved the calibration issue. The root cause that a bag of the drug insulin had emptied within 74 minutes into a patient could not be identified.

Event description:
The customer reported an insulin infusion (100 units/100 ml normal saline) was programmed at 7 ml/hr with a vtbi of 90 ml. Approximately 75 minutes later, the 100 ml bag was empty. There was no patient harm reported. Devices passed hospital internal biomed tests. Although event details were requested, no other event information was provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an insulin infusion (100 units/100 ml normal saline) at 7 ml/hr. The vtbi was expected to be 90 ml. Approximately 75 minutes later the 100 ml bag had been infused into the patient. There was no patient harm reported. Devices passed hospital internal biomed tests. Although event details were requested, no other event information has been provided.